Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device failed to discharge via paddles. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that subsequent testing the device failed the self test.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality, impedance checks and stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs shows evidence that the device was in sync mode and then was unable to detect a heart rate. The charge button was pressed numerous times resulting in a "remove sync" message (which will occur when the charge button is pressed and there is no heart rate detected). The sync is removed. The device is switched from monitor mode to defib mode and a similar sequence of events occurs again. The device passed a 30j self test that indicated external paddles were being used. A minute later, the device is charged and the shock button is pressed resulting in a "use paddle discharge" message (which will occur if external paddles are being used and the user presses the shock button on the device instead of the one on the paddles). There is no evidence that the shock button on the paddles was ever pressed by the user. The clinical event data was not available as part of this investigation. The external paddles used were not returned for evaluation. No trend is associated with reports of this type.